Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer stated that she went to give herself a bolus, and when she input her carbohydrates value, the numbers kept scrolling from 0 to 300. She stated that none of the buttons were responding. She noted that she had worn the insulin pump had been worn in her bra at times. The customer's blood glucose was 244 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.